Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bowel resection in a laparoscopic colectomy, the shell fell after the adapter was connected. Surgeon used another shell to resolve the issue. No patient injury.